Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer out of the pool and there was water behind the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.